Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose level. Customer¿s blood glucose level at the time of the incident was 400 mg/dl which was treated with changing sites every day. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that insulin pump was under delivering. Customer assisted for troubleshooting and there was no leaks and air bubbles. The pump will not be returned for analysis. Frn-unk-rsvr, unomed set.